Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the moderately tortuous left anterior descending (lad) artery. The 2.5x18mm xience xpedition stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy and the sds proximal shaft separated. As the separated portion was outside the patient's anatomy, the sds was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another 2.5x18mm xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.